Event description:
Customer received questionable high results for estradiol on the elecsys 2010 rack analyzer for four patient samples. The initial high estradiol results obtained for the 4 patient samples do not correspond with the cycle monitoring of the patients, and upon repeat, discrepant results were received. It is not known if the patients are on ivf therapy. Patient sample 1, initial estradiol result gave 717.3. The repeat result was 53.84 and this result is considered to be the expected level. Patient sample 2, on (B)(6) 2010 initial estradiol result gave 1519. The repeat result was 161.6 and this result is considered to be the expected level. Patient sample 3, on (B)(6) 2010 initial estradiol result gave approximately 1900. The repeat result was 60. Patient sample 4, on (B)(6) 2010 initial estradiol result gave 483.7. The repeat result gave 117.6. Units of measure for estradiol were not provided. Estradiol reagent lot number, 157272.

Event description:
It was reported that the mother called the paramedics and paramedics contacted the (B)(6) hospital. The health care professional recommended to mother to treat customer at home and to remove the insulin pump overnight. Assisted mother to review all the settings. The blood glucose reading at time of the call was 269 mg/dl. No further info was provided.

Event description:
The lag screw was backed out and infection of the epidermis occurred.

Manufacturer narrative:
Additional information was received which provided new estradiol results and date of occurrence reported for patient samples 2 & 3 in initial medwatch. Patient sample 2, on (B)(6) 2010, the initial estradiol result gave 1516 pmol/l. Patient sample 3, on (B)(6) 2010, the initial estradiol result gave 1972 pmol/l. On (B)(6) 2010, the sample was repeated giving an estradiol result of 137.3 pmol/l. Date of event corrected to (B)(6) 2010. The customer confirmed all four patients were on ivf therapy. The customer said results were not reported and patients were not adversely affected.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Manufacturer narrative:
A specific root cause could not be identified. Calibration and quality controls were within expectation. Based on the information provided, possible reasons for the high estradiol results might be instrument related due to insufficient maintenance performed by the customer and pre-analytic issues. The customer is not using recommended rack adaptors for their sample tube type. In addition, the customer is using an insufficient clotting time and their centrifugation speed is too high. The customer uses a 15 minute clotting time, and should use 30 minute clotting time. The customer uses approximately 1800g centrifugation time, 1100g-1300g is recommended. No patients were adversely affected.